Event description:
Pt was lifted using the maxi move and a disposable sling. The pt was in a pool setting. Pt fell to the concrete around the pool area.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. ((B)(4)) on behalf of the MFR arjo hospital equipment (B)(4). No other info was released by the facility. Product seemed in good to fair condition. Last arjohuntleigh (B)(4) 2011. Facility would not let us look at the sling involved or take pictures of the lift and the pool area. Add'l info will be provided upon conclusion of the MFR's investigation.